Manufacturer narrative:
The patient remains ongoing with pump support and no effects to the patient were reported. The primary console, motor (serial number (B)(4)) and flow probe (serial number (B)(4)) were returned to the manufacturer for evaluation and are currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was supported with an acute blood pump system. T was reported that the pump stopped while supporting the patient and no audible and visual alarms were observed on the primary console. The pump speed and flow values disappeared from the display. The primary console was turned off and on and the system returned to normal operation. The hospital team switched the patient to a backup primary console and no effects to the patient were reported. The hospital later tried to reproduce the malfunction. The pump stopped during the movement of the flow probe connector and the speed and flow values were not displayed.